Manufacturer narrative:
Device evaluation summary: one cadd solis hpca pump was returned for analysis in used condition. The visual inspection of the pump found that the pump was good physical condition functional testing included accuracy testing. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. The customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.

Event description:
Information received indicating that this cadd solis hpca pump failed accuracy. It was supposed to be 20 but it was 23. No adverse effects reported.